Event description:
Physician reported unknown side rupture later confirmed as left side. Physician additional reported "there are areas of infolding of the implants" and an "amount of peri implant fluid representing postsurgical changes" confirmed via MRI. Bilateral "textured and was concerned that there might be a correlation between [patient's] current health status and ... Implants" was reported. Bilateral non-device related events reported as follows: "intermittent fatigue no energy, a general feeling of being unwell" and "having extreme night sweats." Device remains implanted.

Manufacturer narrative:
Additional phone number: (B)(6); additional email: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: unknown side rupture.